Event description:
As reported by the edwards clinical specialist, during the transaortic valve implant (tavi) procedure as part of the partner ii clinical study, the patient's blood pressure decreased into the 70s while positioning the valve across the annulus; pharmacological boluses were given to maintain bp. The native annulus was 21mm and severely calcified. The 23mm sapien valve was positioned, however, deployed too aortic (80:20). Following valve deployment there were multiple paravalvular jets (posterior and anterior) and 2+ central aortic insufficiency (cai). The physician thought the cai was guide wire related, added 1cc of contrast to the system and post dilated the valve with little improvement; cai remained 2+. A second valve was deployed approximately 1 cell below the first, with final position of 60:40. During balloon inflation, the valve moved aortic twice but was implanted in good position. Following valve deployment, 2+ posterior pvl was present, 1cc of contrast was added to the system for post dilation. The end result was 1-2+posterior paravalvular leak (pvl) and no cai per tee. The patient remained on levophed post procedure and was transferred to the ICU intubated. In post discussion, the physician stated his hands slipped during deployment of the second valve and he pulled the system up a little then back down to adjust. While watching the playback, it was also noticed that a pvc (premature ventricular contraction) or lost beat moved the 2nd valve aortic again.

Manufacturer narrative:
Additional investigation revealed that the appropriate image intensifier angle was not used, contributing to the malposition of the first valve. Pre-deployment positioning appeared 60/40, however, it was difficult to confirm due to the image intensifier angle. It is unknown if there was severe ventricular septal hypertrophy and balloon inflation was held during deployment for 3 seconds. Imaging (tee and cine) for this case is pending receipt. Investigation is ongoing.

Manufacturer narrative:
Method: cine and transesophageal echocardiogram (tee) imaging for this case were reviewed. This patient was randomized to the (B)(4) clinical study for aortic stenosis. He underwent transfemoral implantation of two 23mm edwards sapien transcatheter heart valve. The procedure echocardiography report, cine, and transesophageal echocardiogram (tee) imaging were received for this case. According to the echocardiography report, there was severe [native] aortic valve stenosis. The native valve was severely thickened and calcified. Post procedure, the left and right ventricular systolic function was normal. There was 1+ aortic valve regurgitation and the aorta was intact. Cine and tee images were submitted to edwards and reviewed by edwards lifesciences medical staff. Cine observations: there was severe native aortic valve calcification, mild aortic root calcification, no porcelain aorta, severe mac. Good coaxial alignment of delivery system/valve was noted. Image intensifier angle was poor. Initial valve positioning was 50:50 (by cine); however, during deployment, the valve moved approximately 33% aortic. There was no loss of pacing capture, ventilation was held and balloon inflation held > 3 seconds. Tee observations: there was severe (=4mm) calcification of non and right coronary cusps. Left ventricle ejection fraction was preserved. There was no severe septal hypertrophy and no significant valve over sizing. Impressions: aortic valve malposition probably secondary to rapid balloon inflation in the presence of preserved ejection fraction. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak, hypotension, valve malposition, and aortic insufficiency are known potential complications associated with the transaortic valve implant (tavi) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies and contributing factors that include this patient's underlying co-morbidities (e.g. Coronary artery disease, hypertension, valve disease), anesthesia, and the procedure itself. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient and procedural factors appear to have caused or contributed to this event. No further actions are required at this time.